Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pump, the pump experienced failure with high acuity patient. It was reported that the pump exhibited beeping biomed code and battery was depleted. Reported that pump battery was later charged, and no further issue found. No reported adverse effects.